Event description:
During a coronary drug eluting stenting stratment procedure, stent damage occurred. In 2005, the target lesion was described as non-calcified and 90% stenotic. The lesion was located in the moderately tortuous right coronary artery (rca). The femoral artery was used as vessel access. No pre-dilatation was performed before the stent was advanced. The physician was unable to cross the lesion with the taxus express2 3.5 x 16 mm drug eluting stent. While drawing back the stent into the guiding catheter, he used more force than usual. Later, it was noticed that the proximal edge of the stent was bent out of shape. The vessel was then dilated and the procedure was successfully completed with another of the same device. There were no patient complications.